Event description:
The manufacturer has been informed that a ds2adv auto CPAP w/humid cell/bt device patient has passed away. It was not suggested that the device caused the death. The patient's spouse contacted the manufacturer to ask about returning the device. More details about the reported death are needed. If more information is provided, a follow-up report will be submitted.